Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set tubing was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that clinician noted when infusing IV fluids from a semi-rigid IV bag provided by pharmacy, the IV tubing sometimes collapses during an infusion, suggesting a vacuum effect. No patient harm reported.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of vacuum effect could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because the lot number is unknown.